Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert during a breakfast bolus with approximately 40% of the dose delivered; the user observed a white ¿pinch¿ mark on the infusion tubing, performed a fill tubing with immediate drops observed, then resumed insulin delivery, and similar marks were seen on a new infusion set; the event involved lack of intended insulin effect and insufficient information about a specific device component. Symptoms included hyperglycemia. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and described a lack of effect, with insufficient component details to isolate a part-level failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.